Manufacturer narrative:
Analysis of the catheter revealed damage that was noted to have occurred to catheter body and/or guidewire during the implant procedure.

Event description:
It was reported that during surgery when the guide wire was removed from the catheter while the catheter was in the intrathecal space, the catheter crumpled. The wire could not be removed/taken out; two surgeons tried the procedure. The catheter had to be removed and was replaced by another one. There were no issues with the new catheter while taking out the guide wire. Event outcome was reported as no injury.

Manufacturer narrative:
(B)(4).